Event description:
Resident up in toileting sling being transferred from w/c to bath chair & while up in air resident brought arms and shoulders between sling and slipped through bottom of sling hitting head onto floor and bath chair.